Event description:
It is reported patient is having recharge burden and unable to provide 24 hours therapy when fully charged. As a result, patient may be awaiting surgical intervention at a later date to address the issue.

Manufacturer narrative:
Section a4: patient weight is unknown. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.